Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with the tamper seal removed. The device was returned with a crack and chip on both front corners of the top case. It was also cracked on the right plunger case. The force sensor test error was performed and there was no error related to a motor problem was found in the event history log. The power up process was also used to test the pump. The force sensor test error was found at power up and the device was unable to calibrate the force sensor. Contamination was also found inside the plunger assembly. The damaged is induced by the customer. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The whole plunger assembly was replaced along with the plunger tube and plunger cable. Preventative maintenance was performed, and the device passed all the functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump had motor failure. The device failed while performing an annual preventative maintenance and there was no patient involvement.